Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per follow up information received via mail on 24oct2024, device serviced at hospital. The issue was water cooling problem. T4 was normal but was not cooling because of mixing pump malfunction. Repair done by replaced mixing pump assembly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, alert 113 appeared and device had a water cooling malfunction. Mixing pump assembly was replaced. System functional test passed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.